Event description:
Clinical study: same case as 6000093-2006-00046. It was reported that 257 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention. (Tvr). Lesion 1 was a 2.5mm, 100% stenosed portion of the proximal right coronary artery (proxrca). The pphysician treated the lesion with predilatation and successfully placing a tzsus express2 8.8% 2.75x24mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed portion of the mid right coronary artery ( mid rca). The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% 2.50x24mm drug eluting stents in the target lesion. Lesion 3 was a 2.5mm, 100% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.75x8mm drug eluting stent in the target lesion. There were no complications. The patient was discarged 3 days later on plavix and aspirin. Two hundred fifty-seven days after the initial procedure the patient required a tvr of the mid rca. The physician successfully placed a taxus express2 stent in the mid rca. In the opinion of the physician the relationship of the tvr to the taxus sent is probable and there was gap stenosis of the taxus stent.